Event description:
Customer reported she cannot upload the data from her insulin pump to carelink. Customer stated her blood glucose was 500 mg/dl. After troubleshooting, customer was still not able to upload to carelink. She was transferred to a senior tech for further assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.